Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what was meant by ¿device did not fire correctly¿? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing or opening)?

Manufacturer narrative:
(B)(4) = cartridge. Information requested and received: did the device cut? Blade did not cut completely through tissue x 2 staples loads did the device deliver any staples? Most distal staples did not form x 3 blue loads the analysis found that one ple60a device was returned in good visual condition and with eleven ecr60b cartridge reloads present. Cartridges (b, c, d, e, f, g, h, I, j) l52l27, was received fully fired and in good visual condition. Cartridge (k) k5cl8x, was received fully fired and in good visual condition. Cartridge (l) l52l27 was received fully fired and broken in two at proximal end. In addition, the returned reloads (b, c, d, e, f, g, h, I, j, k) were disassembled to verify the condition of the internal components and no anomalies were noted. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event could not be confirmed as no malformed staples were noted during functional testing.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the device did not fire correctly and defected the reload. Case completed with another device of the same product code. There were no patient consequences reported.